Manufacturer narrative:
The multiclix lancet device is the suspect product.

Event description:
Reporter stated that a lancet is protruding from the end of the multiclix lancet device. Reporter indicated that no accidental puncture occurred as a result. Reporter did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.